Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain"), genital haemorrhage ("abnormal bleeidng") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pain and anemia of chronic inflammation. On (B)(6) 2011, the patient had essure inserted. In december 2011, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping") and rash ("rash"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea and rash had resolved and the intra-abdominal haemorrhage, abdominal pain, fatigue, dyspareunia, the last episode of vaginal discharge, abdominal pain lower, headache and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she was found to have 1-2cms cervical poylp which was removed. The second fallopian tube is 4.2 cm long by 0.7 cm in diameter and has a paratuball.4 cm cystic structure filled with a clear serous fluid. There were three coils noted to be trailing from the left tubal ostia. Four coils were known to be trailing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion hysterosalpingogram test that confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea, urticaria, migraines. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet was received. Event rash and abnormal bleeding was added. Event outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acute pain and anemia of chronic inflammation. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches") and the first episode of vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), the second episode of vaginal discharge ("vaginal discharge") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved and the intra-abdominal haemorrhage, abdominal pain, fatigue, dyspareunia, the last episode of vaginal discharge, abdominal pain lower, headache and urticaria outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, headache, intra-abdominal haemorrhage, menorrhagia, migraine, pelvic pain, urticaria, vaginal haemorrhage, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she was found to have 1-2cms cervical poylp which was removed. The second fallopian tube is 4.2 cm long by 0.7 cm in diameter and has a paratuball.4 cm cystic structure filled with a clear serous fluid. There were three coils noted to be trailing from the left tubal ostia. Four coils were known to be trailing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion hysterosalpingogram test that confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: genital haemorrhage, dysmenorrhea, urticaria, migraines. Most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), headaches, rashes or skin conditions type: hives, vaginal discharge. Concomitant disease, lot number, historical condition, medical history, historical drug, family history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (on (B)(6) 2016, a pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain, migraine, fatigue, dyspareunia, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, intra-abdominal haemorrhage, migraine, pelvic pain and vaginal discharge to be related to essure. Diagnostic results: hysterosalpingogram test that confirmed placement of both essure coils and full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.